Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at a nominal pressure on the first inflation during predilation. The lesion being treated was located in the severely calcified first diagonal branch of the proximal left anterior descending artery (lad). The device was removed from the pt intact. The procedure was successfully completed with a 2.0x20mm maverick and a non bsc device. Pt status is listed as "good."